Event description:
It was reported by service report that the jacks could not be pumped up due to observations on the base hood constantly actuating the release pedal. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Obstruction; user error.